Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.6 checking the function in combination with related equipment". "[Inspection of endoscopic images] 1. Before inspection, wipe the endoscope objective with clean gauze moistened with ethanol. 2. Turn on the power of the video system center, light source unit, and endoscope video monitor, and check the endoscopic image according to the "electronic package insert" and "instruction manual" for each. 3. Adjust the amount of light to obtain a suitable brightness. 4. Observe the palm of your hand to confirm that there are no abnormalities such as noise, blur, or cloudiness. 5. Confirm that the endoscopic image does not momentarily disappear when the angle of the endoscope is set." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that during preparation for use the image did not display on the evis lucera bronchovideoscope and the bending rubber was defective. The procedure was completed using an alternate product there was no report of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed. In addition, the following non-reportable malfunctions were identified: the curved rubber is sagging; illumination lens cracking; due to perforation of forceps channel, water tightness is not maintained; elongation of the angle wire; section of the insertion tube was crushed; curved rubber peeling; missing adhesive; scratches on various parts of the device; universal code damaged, and corrosion on the scope electrical connector contacts. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.